Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of fentanyl (unknown concentration, 1903.1mcg/day), hydromorphone (unknown concentration, 12.688mg/day), and clonidine (unknown concentration, 158.6mcg/day) in an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. The personal therapy manager (ptm) code 8474 was seen. It was explained the pump was not currently delivering the medication at a therapeutic rate and the patient should notify her healthcare provider (hcp). Additional information received from the manufacturer representative indicated the hcp was notified. The patient went to the hospital due to the issue. The patient was angry, frustrated, and "afraid her device would overdose her." The manufacturer representative assisted the emergency room (ER) hcp with reprogramming the pump on (B)(6) 2015. When the patient was seen by the hcp on (B)(6) 2015, the pump had reset again. The hcp was now looking to schedule a replacement,but the date had not been determined. The cause of the pump reset had not been determined.